Manufacturer narrative:
Block b3: exact date unknown, event occurred six days ago from the date the manufacturer was made aware. D2b: lgw - qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7073459. UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a revision procedure wherein the lead was moved back to its original spot. The lead remains implanted, and patient was doing well postoperatively.